Event description:
It was reported that during a supply change on an ilet system, the user observed insulin leaking from the cartridge down to the luer connector and noted a reduced cartridge fill afterward; a subsequent complete supply change was performed with guidance, after which insulin delivery resumed and blood glucose began to decline. Symptoms included hyperglycemia with a reported maximum of 271 mg/dl for approximately one hour, without loss of consciousness, dizziness, or other acute complications. Outcomes included temporary elevation of blood glucose without use of backup therapy, ketone actions, or professional medical intervention. Investigation included troubleshooting and education with the user regarding the supply change process, verification of connection status, and confirmation of no ongoing leakage after the second setup. Investigation of this case revealed user-performed corrective actions resolved insulin delivery and reduced glucose, suggesting the initial issue was related to the supply change process involving the cartridge and luer connector. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery during the initial setup, with resolution after proper replacement and re-priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.